Manufacturer narrative:
The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report will be generated.

Event description:
Alleges unit took off and cut her leg. Alleges the speed increases on its own.

Manufacturer narrative:
The device was returned for evaluation. The alleged event (speed fluctuation) could not be duplicated during an extensive test ride.

Event description:
Alleges unit took off and cut her leg. Alleges the speed increases on its own.